Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported that the drill bit broke off during surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.upon reassessment of the reported event, it was determined to not be reportable, as this device was found to have no defect upon receipt and did not cause or contribute to the event.